Manufacturer narrative:
H6: 4117: an engineering evaluation was performed and reported the following: without a physical sample to evaluate, the physician¿s observation that when the distal ipsilateral leg was deployed it did not fully open, could not be confirmed. Also the physician¿s comment that, later on, when a 14 fr balloon was advanced and the ipsilateral leg ballooned, then the leg fully expanded could not be confirmed. The reported cause of the distal end not opening all the way, being thought to be not related to patient anatomy, as the vessel was reported to have been 25mm in diameter distally, could not be determined. The likely cause for the reported ipsilateral leg distal end not opening all the way could not be determined with the available information.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoprosthesis: incomplete component deployment a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that when the distal ipsilateral leg was deployed it did not fully open. The physician advanced a 14 fr balloon and ballooned the ipsilateral leg and it then fully expanded and the procedure was concluded. The patient tolerated the procedure. The cause of the distal end not opening all the way is unknown, but it was not thought to be related to patient anatomy as the vessel was reported to have been 25mm in diameter distally.